Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.265¿ x 0.323¿ in size.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument was broken. The procedure was completed with no reported injury.